Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire, naviflex¿ rx delivery system, and an advanix¿ biliary stent were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as they were trying to advance the guidewire, the hydrophilic tip detached, exposing the tip of the metal corewire. Also, when they tried to place the stent, the catheter got broken when they tried to release it. They pulled the devices out and opened another of the same devices. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.